Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the visual inspection of the returned product noted five needles and one blister pack. The sutures were not returned. Needle a was received broken at the tip. Tool marks were observed near the break site upon microscopic inspection. Needles c and d were returned bent at the tip. Tool marks were observed near the bend sites upon microscopic inspection. Visual inspection of the blister noted the race track to be partially crushed. The tyvek lid was also partially separated near the crushed area of the race track. It was reported that needle was detached. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of damaged packaging. The most likely cause could not be established from the information available. Another unreported condition was identified: of needle bent and needle broken. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: clt-21-mg, clt-21-mg polysorb* 1 und 5x45cm btpx dt (lot#unknown); clt-21-mg, clt-21-mg polysorb* 1 und 5x45cm btpx dt (lot#unknown); clt-21-mg, clt-21-mg polysorb* 1 und 5x45cm btpx dt (lot#unknown); clt-21-mg, clt-21-mg polysorb* 1 und 5x45cm btpx dt (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, preoperatively, when the nurse was taking out the equipment and took out the thread from the package, the nurse clamped the needle with a needle holder and when the nurse pulled it out, the needle and thread detached easily. It was noted that it occurred on four sutures in the same package in a row. It was noted that a new suture was used successfully. There was no patient involvement.